Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: on investigation, the display screen did not have line through the display as alleged in the original complaint. Investigation did not confirm the original complaint. On examination, the display lens is noted to be heavily scratched causing visual obstruction of the screen.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The distributor contacted animas on (B)(6) 2014 alleging lines through the display screen. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display issue remained unresolved with troubleshooting.